Event description:
Respiratory therapist was transporting the ventilator from one unit to another when the ventilator spontaneously switched from standby to pre use check mode. Respiratory therapy completed the pre use check, and it did pass, but he decided to change out the vent.